Manufacturer narrative:
H10: the white patient connector of the cassette was received for evaluation attached to a transfer set. The remainder of the cassette was not received. Functional testing was performed, and the white connector was disconnected from the female connector of the transfer set with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty disconnecting the patient line of a homechoice cassette from the female connector of a minicap transfer set. It was further described as "the tip being left inside the patient line when attempting to remove it, the blue tip comes undone". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.